Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose as well as low blood glucose. The customer¿s current blood glucose value was 447 mg/dl that he treated with insulin pump. The customer¿s blood glucose went high because he was off the insulin pump and reverting to manual injection because he had issues with the sensor. The customer also stated that the he over ate to treat low blood glucose that was 50 mg/dl. It was unknown if the customer was using auto mode or not at the time of incident. The customer declined troubleshooting for both high and low blood glucose value. The insulin pump will not be returned for analysis.